Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had fluctuating blood glucose levels for the past few days (46-300mg/dl). Low bg levels were treated by consuming juice and a granola bar, and high bg levels were treated via correction bolus. The customer did not suffer any permanent impairment. Tandem's technical support instructed that the customer consult with their healthcare provider regarding managing fluctuating bg levels.